Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was displaying service codes 102 and 204 and failed functionality testing. The cause for the failure was isolated to shorted u1004 and u1005 on the computer analog (c/a) board that were not producing proper outputs. The root cause for the shorted components could not positively be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor sn (B)(4) and reported that it was receiving service code 204.